Manufacturer narrative:
(B)(4). Additional concomitant: architect analyzer ln 3m74-02 sn (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that they noted an additional patient sample that generated a falsely elevated troponin-I result of 0.157 ng/ml. Retest results yielded the following lower results; 0.01 ng/ml and 0.02 ng/ml. There was no report of adverse impact to patient management related to this issue.